Event description:
According to user facility report; intraoperative micropituitary instrument broke while physician was using it in the pt. An x-ray was taken to check the operative site. Instrument fragment was retained in the wound.